Event description:
Pt awaiting heart transplant. Rec'd heartmate lvad as interium treatment. Heartmate lvad alarmed displaying "yellow wrench with rate control fault". Lvad pump automatically converted to basal mode. Heart lvad then was converted to manual pneumatic drive. Pt remained asymptomatic. MFR contacted for possible etiologies of problem: 1)fracture of drive line/vent line, 2) wiring dysfunction on drive lines; 3) condensation of drive/vent line. Both fracture of drive line and wiring dysfunction were ruled out after xray of device and surgical change of wires. No conclusive data demonstrated regarding drive vent line condensation.